Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article/literature was received entitled, ¿differences in femoral component subsidence rate after tha using an uncemented collarless femoral stem: full weight-bearing with an enhanced recovery rehabilitation versus partial weight-bearing¿, by franziska leiss, julia sabrina götz, matthias meyer, günther maderbacher, jan reinhard, lukas parik, joachim grifka, felix greime, published online in arch orthop trauma surg. 2021 may 21. Doi: 10.1007/s00402-021-03913-0. Epub ahead of print. Pmid: 34019145., was reviewed and determined to be a medical device complaint. Article sought to retrospectively compare femoral stem subsidence of corail collarless stems between two groups¿63 patients who received an ¿enhanced recovery program¿ (erp) involving full-weight bearing immediately after surgery, versus 51 patients who were restricted to conventional partial weight bearing (pwb) following surgery. Radiographs were taken at 4 -week follow-up, and then again at 1-year follow-up to date, no patient had revision surgery due to symptomatic subsidence. One patient in the erp group had an early periprosthetic joint infection that required a surgical debridement, with head and liner change. The patient received antibiotics for 12 weeks postoperatively. Radiographic results at the patients¿ one year follow-up showed the following: subsidence < 3 mm___erp = 23__pwb = 39 subsidence 3 - 5 mm___erp = 30__pwb = 11 subsidence > 5 -10 mm_erp = 10__pwb = 0 subsidence > 10 mm___erp = 0___pwb = 1 the article provided no individual patient case numbers or demographics to address individually. The only depuy product identified was a collarless corail femoral stem. The femoral head will be assumed to be depuy as well, but the cup and liner were not identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Corrected: d3, g1.